Manufacturer narrative:
(B)(4) evaluation statement: the reported event of a system error could not be confirmed. No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in bd2 track wise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was patient involvement.

Event description:
The customer reported the device alarmed for ¿system error¿ during an infusion of heparin. The device could not be powered back on. The device was replaced and removed from service. There was no report of patient harm. The device was evaluated by biomed; the logs showed a pc unit system failure at the os level. The pc unit was rebooted without issues and a function check-in product was completed without issues.